Manufacturer narrative:
Follow-up #1 date of submission 07/06/2016-correction to describe event or problem: the correction is as follows: on (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #2 date of submission: 28-jun-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned and investigation completed on 26-jun-2019 with the following findings: device analysis: multiple call service 052, 054 and 012 alarms appeared in pump history. Investigation of the call service alarm issue was unable to be completed due to an unrelated pump issue; the pump was received in a condition which prevented the investigation of the alleged call service alarm issue. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.